Event description:
Hysteroscopy with dilation and curettage being performed. Hysteroscope sparked during procedure. The sparking was observed at the entrance where the resectoscope enters the sheath - where the electrode is connected to the device. The device was being used in the usual fashion. There was irrigation fluid being used and the resectoscope was being manipulated at different angles to reach all areas of the uterine cavity. Spark may have caused electrical current which caused bradycardia. Patient became bradycardic, and was managed by anesthesia with administration of medications and a short round of chest compressions by a second anesthesiologist to help perfuse the medication quickly.